Event description:
Health professional reported lap-band port replacement due to an alleged port leak. The event was first noted when the pt "noted loss of satiety." The physician conducted "volume checks...for the last 3 adjustments [that were] consistently 4cc even a couple of days after filling with 3-5 cc [of] saline indicating a port leak. Contrast radiography is negative for leak in band or tubing." At the time of explant the port was injected with "methylene blue revealing the typical leakage of dye on the back of the device." The device serial number was not reported. Add'l info has been requested from the reporter, but info has not been received.

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time, therefore no analysis or testing has been done. The reporter of the event stated it was unk if the device is available for return as it may have been discarded. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Further info from the reporter regarding the serial number has been requested, but no info has been received. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."